Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being warmer than expected was not confirmed. The provided log file was reviewed; however, atypical events regarding the controller were not observed, and the hmii log file does not display information regarding the controller¿s temperature. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be determined through this analysis. The heartmate ii patient handbook (rev. G, section 2 ¿how your heart pump works¿) and heartmate ii instructions for use (IFU) (rev. H, section 2 ¿system operations¿) both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate ii IFU (rev. H, section 2 ¿system operations¿) lists acceptable temperature ranges for all equipment, including the system controller. Section 8 ¿equipment storage and care¿ in the IFU also lists acceptable temperature ranges for storing all equipment, including the system controller. Both the IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller felt warm on several occasions. The log file captured low voltage hazards on (B)(6) 2021 for running battery power too low, as well as another low voltage hazard on (B)(6) 2021 while connected to the mobile power unit. It was recommended that the patient's controller should be exchanged. Related MFR # 2916596-2021-04461.